Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 64-year-old male with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. The pump was inadvertently pulled back into the aorta following placement. Repositioning was attempted; however, the pump became kinked at the cannula. Difficulty was met when trying to straighten the pump, and a snare was subsequently needed to straighten and then remove the device. Another pump was placed for ongoing support. There was no patient harm.

Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was filed. The device was not returned for investigation. Based on clinical description, the root cause of positioning issue was due to wireless re-access which is outside product claims.